Manufacturer narrative:
Implants regio 12 and 14 fractured. Construction was a removale prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.